Event description:
The pump was returned for investigation. Investigation revealed contamination found under the button key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed contamination found under the button key contacts when the keypad cover was removed. The keypad button symbols were found to be worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.